Event description:
It was reported that during a thorax procedure, the device did not fire at all. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.